Manufacturer narrative:
While no prod is being returned, we still are gathering info from the end user. We will file a supplemental report when the investigation is completed.

Event description:
It was reported that "within 24 to 72 hrs post operatively, following 3 to 5 hrs of open heart surgery, the pt exhibited deep red area near the rectum and scrotum. The skin at the pad area appeared red and hot to the touch in post-op."